Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the articular surface failed to engage with tibial baseplate. Another articular surface of the same size was opened and used in patient. No reports of delay to surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepencies were found. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined as the necessary information to adequately investigate that reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will eb filed accordingly. Zimmer biomet will continue to monitor for trends.